Event description:
Customer experienced discrepant calcium results for one pt serum sample. Initial calcium result was 10.1, repeated on (B) (6) 2009, result was 8.7 mg per dl. Pt treatment was not changed on basis of 10.1 mg per dl result. The office physician complained about calcium recovery generally running low, however, this discrepant result was high in comparison with the rest of the pt's calcium results. No treatments were given based on initial results, the physician waited until repeat results were provided. The field service representative determined a fluidics failure was the cause. He checked the transfer probe flowpath and replaced probe. He ran diagnostic checks which were all good. He verified analyzer operation by performing instrument testing and checks, all were within specification. He also ran controls and precision checks.